Manufacturer narrative:
Upon analysis of the returned awl, it was found that the micro tig weld securing the awl components failed under impaction, causing the separation of critical components. The root cause of this failure was attributed to insufficient weld penetration, ultimately resulting in the weld failure under impaction during the procedure. There was no patient injury as a result of the product malfunction.

Event description:
On (B)(6) 2024, a patient underwent spinal surgery with seaspine's meridian interbody system. Seaspine received a complaint regarding the meridian angled awl fixed. During screw placement, the weld of the angled awl fractured, which subsequently prevented the implantation of the 2 l5 screws because the straight awl could not achieve the required angle. As a result, the surgeon proceeded with only 1 screw in s1 and no l5 fixation, opting to use percutaneous pedicle screws posteriorly instead, leading to a 30-minute procedural delay.